Event description:
Complainant alleged that while attempting to defibrillate a pt in ventricular fibrillation with electrodes, the device would not discharge. All connections were checked by two registered nurses and second charge was initiated and unable to deliver a shock. Complainant indicated that the clinician obtained another device to continue treating the pt and delivered 200 joules. The repeat charge was unsuccessful, the pt was given epinephrine and was converted out of ventricular fibrillation. The pt was intubated and taken to ICU. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrodes used during the event had been discarded.